Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented with an alert for eri and an episode of vf, possible output circuit damage was observed upon interrogation. Slow charge time was also noted. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported eri, output anomaly, and extended charge time were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.